Event description:
It was reported that the patient presented to the emergency room with chest pain. Upon interrogation, the pulse generator exhibited far r wave oversensing resulting in an auto mode switch episode. No interventions were reported. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).